Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the unit had a cuff leak. It was indicated that there was no patient involved.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event was not confirmed as related with the manufacturing process. A visual inspection was performed and it was observed the cuff presents a small tear. An inflation/deflation test was performed of air was applied to the cuff using a syringe and it was observed the cuff deflated after few seconds. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.